Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Pt's nurse practitioner contacted dexcom's sales on (B)(6) 2011 to report that pt experienced serious irritation from the sensor adhesive patch. During a f/u call by dexcom technical support on (B)(6) 2011, pt's mother stated that pt has experienced a reaction from the adhesive since using the device, but the reaction worsened as time went on. On occasion, the affected sites looked like third-degree burns (bubbling, redness) that have taken six months to heal. The needle site was perfect with no issues. The pt's mother began to use tegaderm as a barrier, which helped to decrease the severity of the reaction. Pt's endocrinologist prescribed an antibiotic ointment for the pt's skin reaction. Dexcom technical support made a second f/u call to the pt's mother on (B)(6) 2011. The pt's mother reported that the prescribed cream had improved the pt's skin reaction, which would clear up after 1-2 days.